Event description:
It was reported that the patient underwent an initial left medial unilateral knee arthroplasty. Approximately 3 years post implantation, the patient was revised due to pain, numbness, stiffness, swelling, noise, and difficulties with mobility.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02268 and 0001825034-2022-02270.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up visit: patient complains of ongoing numbness, swelling, pain and difficult rising after squatting or kneeling. Revision surgical notes: components removed using saw and osteotome with no fractures, femoral and tibial components were both found to be well fixed requiring instrumentation for removal, the cement mantles were also solid; no intraoperative complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medial unicompartmental arthroplasty implants are anatomically aligned. There is no fracture. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.